Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ tip disposable syringes' barrels cracked, contaminating the saline being used to dilute the covid vaccine. The following information was provided by the initial reporter: "2 syringes cracked lengthwise resulting in contaminated saline used to dilute covid vaccine. 12 doses of vaccine were wasted as result."

Event description:
It was reported that 2 bd luer-lok¿ tip disposable syringes' barrels cracked, contaminating the saline being used to dilute the covid vaccine. The following information was provided by the initial reporter: "2 syringes cracked lengthwise resulting in contaminated saline used to dilute covid vaccine. 12 doses of vaccine were wasted as result."

Manufacturer narrative:
Investigation summary: photos received for investigation. Upon observation of the images the barrel has a crack on one of the sides but it is not possible to appreciate the origin or beginning of this crack to be able to determine in which part of the process it is could generate this defective, and it is not possible to reproduce the reported defect, in addition to the fact that during the production line tour, no parts of the equipment or of the process were detected where the defect could be reproducible, however it is corroborated based on the dates of manufacture of batch that actions have been carried out to contain the generation of the defect barrel cracked. The batch reported in this claim was previously manufactured to the implementation and closing of this quality notification. The action established check the condition of the conveyor belt on all lines to ensure that there are no screws, nozzles or any other component that could cause barrels to jam. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.